Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe the event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that the patient with this pacemaker system was not feeling well and was rushed from her home to the hospital by ambulance. An emergency pacemaker check was then performed, and it was noticed that the bipolar impedance of the right ventricular (rv) lead was out-of-range. The rv lead was reprogrammed to unipolar mode and the impedance measurements were within range. As such a lead fracture was assumed to be the cause. Rv replacement was recommended and the patient was admitted to the hospital. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. Additionally, it was clarified that there are no issues with the device, and it will be replaced in consideration with prevention of infection and battery consumption (normal consumption).

Event description:
It was reported that the patient with this pacemaker system was not feeling well and was rushed from her home to the hospital by ambulance. An emergency pacemaker check was then performed, and it was noticed that the bipolar impedance of the right ventricular (rv) lead was out-of-range. The rv lead was reprogrammed to unipolar mode and the impedance measurements were within range. As such a lead fracture was assumed to be the cause. Rv replacement was recommended and the patient was admitted to the hospital. Currently, this rv lead remains in service and no adverse patient effects were reported. Additionally, it was clarified that there are no issues with the device, and it will be replaced in consideration with prevention of infection and battery consumption (normal consumption).